Manufacturer narrative:
Additional information: imaging system being returned to manufacturer for evaluation. A review of the software logs found that at 9:37:05, the o-arm started to shut down as evident by the following log message: ¿system shutdown notification initiated.¿ at 9:37:13, the firmware attempted to cancel the shutdown as evident by the following log message: ¿system shutdown notification aborted.¿ however, the shutdown process started again at 9:37:16. At 9:37:19, the firmware made another attempt to abort the shutdown. The abort was late and the o-arm shut down at 9:37:30. The o-arm firmware initiated a shutdown. However, the logs did not indicate the reason for the shutdown. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system powered down without prompt from the user. The representative reported that the pendant on the imaging system displayed "initializing systems please wait." The system was powered down and restarted to resolve the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The medtronic representative reported that while on-site, the imaging system entered standalone mode without prompt from the user when testing for the reported issue. The standalone mode issue was resolved by reloading the software onto the imaging system and is documented in MDR filing number 1723170-2017-01829.